Manufacturer narrative:
The reported event of premature battery depletion and stripped setscrew were confirmed. Visual inspection revealed the ventricular septum and setscrew were missing as well as the atrial setscrew was stripped due to improper insertion of the torque driver into hex cavity, consistent with having occurred during the procedure. The device was cut open and battery voltage was found to be at end of life (eol). A longevity calculation was performed and found battery depletion was premature. Analysis revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and premature battery depletion.

Event description:
Related manufacturing reference number: 2017865-2023-95373 it was reported that the patient presented for a follow-up in clinic. It was noted that the battery of the pacemaker (pm) had prematurely depleted. Upon returning to the clinic to have the pm revised, it was discovered that the right atrial (ra) lead was dislodged via a chest x-ray. The patient was asymptomatic. The set screw of the pm became loose and was noted to be stripped during the procedure. The pm was explanted and replaced, and the ra lead was successfully repositioned on (B)(6) 2023. The patient was stable throughout the procedure.